Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a double lumen peripherally inserted central venous catheter set PICC line was leaking at the main lumen. The patient was required to have an additional procedure to replace the PICC line. As reported, it appeared a small syringe was being used to flush the line. To date, additional information regarding the event, patient status and patient demographics have not been made available.

Manufacturer narrative:
Additional information: (additional information was received on 07/02/2018): patient initials provided and updated, sex: male, patient was receiving antibiotics via the PICC line for an infection at the time of the incident. No additional information is available. Relevant tests: unknown infection. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, instructions for use (IFU), specifications, trends, and quality control was conducted during the investigation. Clinical assessment: based on current information, the most probable cause of this event is failure to follow IFU. No complaint device has been returned for investigation. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Review of the device history record of the finished product was unable to be performed as the lot number for the device was not available. A complaint history search was also unable to be performed due to the lack of a lot number. Per IFU "warnings - silicone peripherally inserted central venous catheters are not designed for power injection of contrast medium. Catheter rupture may occur. Use of a 10ml syringe will reduce the risk of catheter rupture." The rep was able to confirm with the customer that a staff member was using too small of a syringe and consequently too much pressure being applied, resulting in the device rupturing. The hospital is aware of this and working with the rep to train and inform staff appropriately to prevent recurrence. Based on the information provided, no product returned, and the results of our investigation, the actual root cause was determined to be product use or handling related (product received excessive pressure); actual IFU instructions were not followed. Per quality engineering risk assessment, there is no further actions required at this time.

Event description:
No new event description information to report at this time.